Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking. Customer loaded a new cartridge to address the issue. It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 250 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose value was 128 mg/dl.